Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. After pre-dilatation, a 3.00 x 12 synergy(tm) drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and the distal edge of the stent was noted to be lifted up. The procedure was completed with only plain old balloon angioplasty (poba) using several non-bsc balloon catheters. No patient complications were reported and the patient's status was good.